Event description:
Related manufacturer reference #: 1627487-2019-09215.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference #: 1627487-2019-09215. It was reported the patient fell when the stimulation was turned on. As such, the patient underwent surgical intervention in 2012 (exact date unknown) where the scs system was removed.